Event description:
Reference manufacturer report number: 1627487-2019-06617. Reference manufacturer report number: 1627487-2019-06619. Reference manufacturer report number: 1627487-2019-06621. It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-06617; reference manufacturer report number: 1627487-2019-06619; reference manufacturer report number: 1627487-2019-06621. Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019. During which, the patient's 3268 lead was disconnected from the ipg but remains implanted in the patient. The ipg was explanted and replaced. Surgical intervention addressed the issue.